Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Additional information received had indicated that this ra lead was surgically abandoned due to dislodgement. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead had malfunctioned and came off and the patient had been feeling dizzy at times. Additional information obtained from the field representative indicates that this ra lead was suspected to have been dislodged because its intrinsic amplitude had decreased and it also exhibited high pacing threshold. The patient was already scheduled for a lead revision the following month. Boston scientific technical services (ts) advised the patient to contact the clinic for the reported symptom. As of this time, ra lead still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.